Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, via a 7f sheath using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after the suture was deployed, the proglide foot would not close as it was caught on calcification. The proglide device was advanced in the artery and the foot was close. No tissue damage occurred. The suture of another proglide device was successfully preplaced. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.